Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that a sensor was inserted but is was not communicating with the insulin pump. The customer removed the sensor and noticed that the cannula was missing and was not in the customer's body either.